Event description:
The company was informed that the pt developed an infection at the implant site. The pt was admitted to the hospital on (B)(6) 2013 and administered antibiotics (cefoperazone with sulbactum IV, IV vancomycin, cefaperazon, and inj cefotaxime). The pt continued mupirocin with dressings over the implant site due to an open wound with pus discharge. The pt was released from the hospital on (B)(6) 2013. The pt was readmitted to the hospital on (B)(6) 2013 with an abscess at the implant site. The pt was administered cefotaxime IV injections. The abscess burst and pus drained out. On (B)(6) 2013 surgery to remove granulations and bone wax was completed. On (B)(6) 2013 wound break down occurred. The pt began IV cloxacillin treatment on (B)(6) 2013. The pt showed no signs of infection as of (B)(6) 2013. On (B)(6) 2013 the pt underwent wound debridement and skin flap repair. The pt continues to be treated with 500 mg cloxacillin infections twice a day and 20 mg gentamycin sulphate injections twice a day. The pt's infection has reportedly resolved and the pt continues to receive wound care.